Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 9atm and 12atm for 30 seconds respectively. However, the balloon ruptured upon third inflation at 12atm for 30 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. No complications reported and patient in good condition post procedure.